Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event. On day after the hospitalization, the patient was treated with meropenem injection (1.5gm, ongoing) for peritonitis event. At the time of this report, the patient was discharged from being hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.